Manufacturer narrative:
Investigation: no sample returned. Distribution history: a distribution history is not possible with the information available. Manufacturing record review: a review of the device history record could not be performed as the record could not be identified at the time of this investigation as no serial number was provided. However, it should be noted manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no information available. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was not returned. Visual evaluation: the complaint unit was not returned. Functional evaluation: complaint unit was functionally was not possible as no unit was returned. Root cause: a root cause is not applicable as the unit was not returned for evaluation. Corrective actions no corrective actions applicable as no evaluation was possible. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? No.

Event description:
Customer stated: "we have a nitrate oxide cylinder with wallach ll-100 attachment and have been experiencing some issues with this for example we had a cryo cauttery procedure, and it did not de-freeze fully therefore was still attached to the patient which then made this an uncomfortable experience". 1216677-2021-00256-1 900001 ll100 cryosurgical (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Report stated- we have a nitrate oxide cylinder with wallach ll-100 attachment and have been experiencing some issues with this for example we had a cryo cauttery procedure, and it did not de-freeze fully therefore was still attached to the patient which then made this an uncomfortable experience. We have had this attachment for a number of years now. 10/21/2021- update- unit would not defrost and tip became stuck to the patients cervix. Procedure-cryo therapy to cervix. Any impact on patient- per response- nil noted on removal. Ll100 cryosurgical 900001, e-complaint (B)(4).